Event description:
It was reported that the 2800 system would not boot and a table down limited error message was displayed prior to any case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was discovered that the hospital circuit breaker was tripped during the service call. The system was tested and found to be working as intended and put back into service.